Event description:
A system operator reports the monitor froze and the laser stopped firing at 38% into a procedure. Additional info from the system operator indicates the remaining shots were reloaded, however, the device showed no shots were originally fired. The procedure could not be competed at that time. Follow-up info indicates the procedure was completed at a later date on a different laser platform. The system operator stated, the surgeon was satisfied with the patient's outcome and there was no harm or injury to the pt.

Manufacturer narrative:
Reporting of this complaint at this time is based on receipt of a letter from the FDA dated april 10, 2008 in which the agency informed alcon that complaint (event date: 2006) should have been reported as a serious injury MDR. As a result of that injury report, a 2-year reporting timeframe was initiated for all complaints of the same type. All complaint files for the ladarvision4000 were reviewed for this type of event starting the same day. This MDR filing is a result of that retrospective review. Determination of root cause: assessment: during the on-site investigation, the technical manager (tm) performed various test surgeries, but was unable to duplicate the laser not firing or the monitor freezing. The tm replaced the computer and hard drive as a preventive measure and completed a system verification to specification. Manufacturing installed the returned hard drive and found no problems during testing. The returned computer was installed and during testing, a faulty frame grabber card was identified. Conclusion: based on the investigation results, the root cause is component related, specifically the frame grabber card in the computer.